Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with weak signal alert on their insulin pump. The customer states they also had issues with air bubbles. The customer declined to troubleshoot anything and states they have already called and addressed the issues, but the problems persist. The customer states their blood glucose level was 400mg/dl. The customer refused to troubleshoot. The customer was transferred to sensor team to troubleshoot for weak signal. No further assistance provided.